Event description:
Event description cpi received information from medtronics that this implantable pulse generator (ipg) was exhibiting 'loss of capture and sensing difficulties'. The ipg was explanted. The ipg had been implanted for 104 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 60 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.